Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was not feeling well and received anti-tachycardia pacing (atp) and multiple shocks. Therapy was exhausted after therapies were delivered. Boston scientific technical services (ts) explained event was due to either ventricular fibrillation (vf) storm or atrial fibrillation (af) with aberrant conduction. Additional information was obtained indicated that patient symptom was not attributed to the device and therapy stopped after patient was on medication again. This ICD remains in service. No additional adverse patient effects were reported.